Event description:
During cardiac surgery, the device was charged in preparation to administer a shock to a patient using internal defibrillation electrodes. The device allegedly displayed a service indicator and took an additional 15 to 30 seconds to indicate it was ready to discharge. The shock was subsequently administered to the patient. There were no adverse affects to the patient reported as a result of the alleged malfunction.